Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
Healthcare professional also reported "pain" and confirmed capsular contracture as baker grade iii/IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "removal of textured implants with no re implant and capsular contracture baker grade unknown."

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown and exchange due to concern with textured product. Device has been explanted.